Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc), there was the possibility that the reported phenomenon was attributed to the corrosion of the video connector receiver pin due to the repeatedly use for a long-term use because more than 11 years had passed from the subject device had been manufactured. Also, there was the possibility that the electrical contacts of the video connector receiver became unstable, and stable image transmission between the scope and video processor could not be performed, causing the reported phenomenon.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the image of the subject device was completely interrupted or severely disturbed when the user connected the endoscope and touched the video connector. Olympus service operation repair center (sorc) checked the subject device and found that the video connector was corroded. There was no report of patient injury associated with the event.